Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lymphadenectomy, the stapler was unable to fire, the trigger reel broke off. Another stapler from a different manufacturer was used to resolve the issue. There was no patient injury.